Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical product: product ID: 37751, serial# (B)(4), product type: recharger.( B)(4). Analysis of the desktop charger (serial # (B)(4)). Found a loose connector.

Event description:
The consumer and a manufacturer representative reported that the patient's device wasn't working and was causing pain. The patient noted that they were in more pain than they had been in since before they were implanted. The patient's recharger was beeping and not working. They were unable to charge their implantable neurostimulator (ins). The recharger and desktop charger both had broken connectors. The patient was sent a replacement desktop charger and recharger. The patient was indicated for spinal pain and lumbar radiculopathy. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.